Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the head tube on the head section of the bed malfunctioned and the head spring came down abruptly.